Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. During the technical inspection 2020-04-11 following the described events, it became evident that the calibration of the conductivity sensors had been incorrect. During the service call 2020-04-09, a conductivity meter was used where the required calibration interval was expired. When the conductivity meter was tested and compared with a correctly calibrated measuring device, a deviation of about 1.25 ms/cm was detected. According to the instructions for use of the conductivity meter, it has to be calibrated every year. The expiry date of the calibration is visible on a sticker applied on this conductivity meter itself. Since the data record of the dialog+ machine as well as the therapy records of the patients could not be provided, it is not finally assessable whether the described symptoms were related to the incorrectly calibrated conductivity sensor or patient-related since the symptoms are not typical for a hyponatremia. With currently > 100,000 dialog+ dialysis machines in the market worldwide, the review of the complaint database for the last 10 years did not show any further case at all where a measuring device was incorrectly calibrated potentially leading to a deviation in electrolyte composition of the dialysis fluid. We can confirm that all other conductivity meters in use by the technical service in china are within the calibration period. The conductivity meter used for the calibration of the dialog+ machine complained was re-calibrated. Awareness training of the technician to calibrate measuring devices in time in the future. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
Per user facility: patient #2. It was reported that a service technician calibrated the conductivity sensors of a dialog+ dialysis machine in the course of a service call 2020-04-09. The following day two patients were treated with this dialysis machine. About two hours into therapy both patients complained about feeling uncomfortable, pain in the limbs, sweating, and dizziness. Patient experienced a hyponatremia. The patient recovered after they were treated respectively.